Event description:
Zenith aaa stent graft was deployed in a standard manner. Upon introduction of the contralateral iliac leg delivery system, over the wire, resistance was encountered as the dilator tip of the delivery system was in the proximal region of the zenith main body graft. With the system in place the wire was pulled back to the level of the suprarenal stent. As it was pulled back there was visible movement/deformation of the suprarenal stent. Wire guide was then re-advanced without difficulty. Iliac leg graft was advanced to the desired position and deployed. The remaining grafts were deployed and the three-piece modular graft was molded with a compliant balloon catheter. Ballooning of the main body proximal seal was performed over the ipsilateral wire. Completion angiogram revealed no endoleaks. While attempting to remove the contralateral wire, resistance was encountered. A catheter was advanced over the wire, but several attempts to withdraw the wire were unsuccessful. Brachial approach was obtained and the tip of the contralateral wire was snared. Proximal retraction of the snared wire caused visible elongation of the spring coil tip of the wire. The mandril of the wire remained engaged with the proximal region of the zenith main body. After several hours, the wire could not be removed and the pt was converted to an open surgical aaa repair.